Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the surgeon reported the patient was ok but had pain in the hospital post operatively. It was reported the surgeon thought the patient would ultimately "do ok".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the caller went to remove the lead end cap from the new lead that was to be placed today but the last contact completely unraveled and severed. The caller noted that they could see the wiring. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the new lead that was placed on (B)(6) 2018 unraveled at the most distal contact when the surgeon pulled back the lead end cap boot to expose the set screw on the lead end cap. Due to this the lead had to be replaced the same day which included placing the frame again, a second CT being performed, and a second surgery taking place to replace the broken lead. No further complications were anticipated.